Manufacturer narrative:
August 8, 2018 the thermage tip (p/n#ttns3.00e4-1200, lot#020118, s/n# (B)(4)) was evaluated. Tip passed flow and thermistor testing. No leak or functional test was performed due to dielectric breakdown being present. Tip failed visual testing for the same reason. Additional investigation results are pending.

Event description:
A user facility in (B)(6) reported that a membrane was broken during thermage treatment. The doctor found a tiny hole at the center of the tip after 232 passes. The tip was replaced and the procedure was completed with a new tip. There was no reported impact to the patient.

Manufacturer narrative:
During evaluation of the treatment tip, product support found damage to the tip membrane. Dielectric breakdown of the membrane can cause the radiofrequency energy, delivered by the system, to focus in a small area of the membrane, rather than to be uniformly distributed over the entire membrane area. Both the thermage user manual (p009240-04 rev. A) and technical bulletin tb-19 instructs the operator to inspect the treatment tips for any signs of physical damage prior, during, and after treatment. With respect to all thermage systems clinicians should frequently inspect the tip membrane during treatment for signs of breakdown and build-up of foreign substances. With respect to the cpt system, solta recommends that a tip membrane inspection be performed at the outset of the procedure and every 50 (fifty) pulses thereafter. A review of the manufacturing records showed all requirements were met. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record for serial/lot number 020118-0107. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. Solta medical has confirmed a low incidence (less than 1% of the total estimated number of treatments) of first- and second-degree patient burns associated with tears/cuts of the membrane of the treatment tip which contacts the patient during the thermage cpt procedure. However, no patient injury was noticed during treatment, and service confirmed damage on the tip membrane. The investigation is complete.